Manufacturer narrative:
In november 2016, stanmore implants worldwide initiated a field safety corrective action, which included the USA, on the orientation of devices during distribution reference stanmore # ra2016-155. Future remittance of information will be done through the fsca.

Event description:
It was reported that on opening the box of the mets distal femur (df) implant, the stem of the device was noted to have pierced through the pouch. Mets df implant msiss/o30x36x44c was used instead to complete the surgery, which took 20 minutes longer than initially planned. The revision was completed successfully, however the diameter of the collar and shaft of the mets distal femur was wider than the perimeter of the patient's bone and did not form a good contact. This is a supplemental report to 3004105610-2015-00118 ((B)(4)).

Manufacturer narrative:
The investigation is ongoing and the results will be provided in a supplemental report.

Event description:
It was reported that on opening the box of the mets distal femur (df) implant, the stem of the device was noted to have pierced through the pouch. Mets df implant (B)(4) was used instead to complete the surgery, which took 20 minutes longer than initially planned. The revision was completed successfully, however the diameter of the collar and shaft of the mets distal femur was wider than the perimeter of the patient's bone and did not form a good contact. (B)(4).